Event description:
This is filed to report the leaflet perforation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. After the first establishing final arm angle (efaa) test a perforation on the end of the anterior mitral leaflet was noted. The clip was removed from the patient and exchanged for a larger clip. Two xtw clips were implanted to treat the perforations and reduce mr. Both clips remain stable on the valve and the procedure was complete with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue damage appears to be due to challenging patient anatomy. Furthermore, the reported patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.